Event description:
Patient presented with an increase in seizures when autostimulation was enabled. Patient's autostimulation was programmed off. No other relevant information has been received to date.

Event description:
Information was received from the physician noting that the seizures were due to an external factor (not vns) and were likely due to patient's menstrual cycle. The patient's seizure rate is about the same or below pre-vns baseline levels. The patient's autostimulation was programmed off and depakote was increased.